Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Dislodgement was detected through high pacing thresholds and poor morphology on electrogram (egm). The rv lead was repositioned. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.